Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient presented in atrial tachycardia and cycled in and out of sinus rhythm and tachycardia. Continual pacing on and off was performed to induce tachycardia. Mapping of the right atrium was performed, followed by transseptal puncture and mapping of the left atrium, after which the right atrium was identified as the chamber of interest and early signals were found at the coronary sinus ostium. Pulsed field ablation was performed at the coronary sinus ostium with two 1-second pulsed field lesions. After ablation, a complete heart block (type 3 and complete) was noted in the coronary sinus (cs) and persisted into recovery for approximately 20 minutes before spontaneously recovering. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.